Event description:
It was reported that "after about 10 minutes of replacement, the product atrophied and probably had a hole in the cuff." This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. One used decontaminated device sample was returned for investigation. Under visual inspection the sample appeared to be in good condition. No hole in the cuff is visible. An inflation test was performed, and it was confirmed that after twelve (12) hours the cuff was still fully inflated, no hole in the cuff and no cuff leak was observed. The complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No action taken and no trend of similar complaints was identified.